Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1216, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a suspected infection. It was also stated that there were impedances found. The patient underwent an explant procedure wherein all devices were removed and were discarded by the medical facility.

Event description:
It was reported that the patient had a suspected infection. It was also stated that there were impedances found. The patient underwent an explant procedure wherein all devices were removed and were discarded by the medical facility.